Event description:
Procedure type: roux-en-y. According to the reporter: staple line failed at the gastrojejunostomy. The doctor used a laparoscopic suturing device to fix the staple line. No blood loss reported, but surgery time was extended one hour.